Event description:
It was reported the patient received the following results within 15 minutes: 185 mg/dl (system 1) and 203 mg/dl, 252 mg/dl and 412 mg/dl with system 2. The same test strips were used in both systems.